Manufacturer narrative:
A steris service technician arrived onsite and learned that at the time of the reported event the 5085 surgical table was in trendelenburg position, and the tabletop began to slide in a downward direction without being commanded to do so. The table was removed from service for evaluation by the user facility's biomed department. The table and gear box were disassembled prior to the technician's arrival. The technician found that the slide motor and gear box were found to have broken teeth. As the gears were damaged, this prevented the tabletop from remaining locked resulting in the reported event. An exact cause of the damage to the gears could not be determined. The user facility is pending the necessary repairs on the table before returning the damaged parts back to steris for evaluation. A follow up will be submitted should additional information become available.

Event description:
The user facility reported via medwatch report mw5116422 that during a patient procedure the tabletop to their 5085 surgical table began to move in an uncontrolled manner. The procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
The user facility made the necessary repairs to the 5085 surgical table, and it was returned to service. The damaged parts subject of the reported event will not be returned to steris for evaluation. Without the returned parts, an exact root cause could not be determined. No additional issues have been reported.